Event description:
It was reported that the patient was experiencing discomfort at the implant site. As a result, the patient had system explanted. The device will not be returned as it was discarded. The patient is reportedly doing well.